Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of hospitalization exceeded 500 mg/dl. Prior to the hospitalization the pump had a delivery anomaly; the customer was not receiving his boluses but the pump failed to alarm no delivery. Troubleshooting was initiated for the high blood glucose. A self test performed and the pump alarmed no delivery. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.